Event description:
The physician reported that during surgery they was no laser irradiation activated. The rings on port 1 and port 2 were faintly illuminated. Laser treatment was performed separately. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported issue. There were two (2) parts replaced to address the issue. First the power distribution cart (pcd)and second the base switch printed circuit board (bs-pcb). Both items were returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. First the pcd was received for testing. A visual assessment of the returned sample revealed no obvious non-conformance. The pcd was installed into a system and tested. The system passed all tests and there was no problem found. The reported event was not replicated. Secondly, the bs-pcb the was installed into a system and tested. The reported event was replicated. A visual assessment of the returned sample revealed a non-conforming component on the bs- pcb. The pcd was tested and found to meet specification. The root cause of the reported event is attributed to the non-conforming component was observed on the bs-pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).